Manufacturer narrative:
The insulin pump had normal operating currents and no unexpected off no power or low battery alarm was noted. The insulin pump passed the functional testing, including the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery alarm test. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.

Event description:
The customer reported being hospitalized with hyperglycemia and heart problems. The customer's reported blood glucose value during the hospitalization was 488 mg/dl. It was advised to change the entire set, reservoir and insulin and to treat as directed by the customer's health care professional. It was advised to call the helpline back to complete troubleshooting when the customer had insulin. During a later phone call with the helpline the customer was advised to discontinue use of the device and to return it for analysis and a replacement. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.